Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had high glucose results. Manufacturer contacted customer with follow up phone calls for knowing customer's conditions. After several attempts to reach customer on (B)(6) 2016, customer stated that is still having the symptoms of high blood glucose;customer feels woozy,sweaty,tired and had some stomach pain: customer was admitted in the hospital on (B)(6) 2016. Customer tested when arrive and obtained results of 740 mg/dl; customer tested for urine and ketones; no medication was supplied to the customer related to diabetes; customer was treated with antibiotic due to ear infection and medicine to stop the nausea's due to customer was vomiting. Customer stated there were no new medications or healthcare program suggested by healthcare professional. Customer informed on (B)(6) 2016 ran a blood test with the true meter and got a result of 304 mg/dl (fasting or non-fasting not specified), but that she tried to test again that day and got e-5 errors again. On (B)(6) 2016,follow up phone made, unable to make contact with the customer. At call back on (B)(6) 2016, customer stated that the condition had improved. Customer stated that was not currently having any diabetic symptoms. Customer stated that she did not have any medical intervention since the last call. Customer stated that she had just run a blood test and got a result of 589 mg/dl (fasting or non-fasting not specified) and that will take insulin. Call backs on (B)(6) 2016 and (B)(6) 2016, to verify with customer if results provided were fasting or not-fasting; unable to contact customer, voicemail's left.

Event description:
Consumer reported complaint for e-5 error message (test strip error or high glucose result higher than 600 mg/dl). The e-5 message was received after the blood sample was applied to the test strip. During the call on (B)(6) 2016, the customer reported the hyperglycemic symptoms of nausea and dry mouth. Customer normal blood glucose range is 90 - 170 mg/dl as instructed by the physician, but customer stated that has produced results in the range of 300-700 mg/dl (fasting or non-fasting not specified). Customer was advised to seek medical attention if necessary, as the e-5 message may indicate that the glucose levels are above 600 mg/dl. Customer requested to continue with troubleshooting process and stated that may seek medical attention once call was completed. During call, customer ran multiple blood tests using proper testing technique but meter producted the e-5 error after the blood sample was applied to the test strip.